Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 4.50 x 28mm synergy xd drug-eluting stent was advanced through a non-boston scientific guide catheter. However, during introduction, advancing difficulty was encountered and the device broke mid-shaft. The device was pulled out and the procedure was completed with another synergy xd drug-eluting stent. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy xd 4.50 x 28mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The balloon cones were reviewed via scope, and no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon had not been subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of tip damage. A visual and tactile examination of the hypotube identified a break on the hypotube shaft located approximately 44cm distal to the distal end of strain relief as well as multiple kinks. The shaft polymer extrusion including the distal and mid-shaft sections were examined via scope and tactile examination. No issues were noted. The device could be loaded on a test guidewire and guide catheter without issues. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. A 4.50 x 28mm synergy xd drug-eluting stent was advanced through a non-boston scientific guide catheter. However, during introduction, advancing difficulty was encountered and the device broke mid-shaft. The device was pulled out and the procedure was completed with another synergy xd drug-eluting stent. No patient complications were reported.